Event description:
It was reported the right ventricular (rv) lead was exhibiting high undefined impedance, no capture, oversensing and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).